Event description:
The customer reported a centrifuge bowl leak. Customer reported a bowl leak. Customer started treatment procedure, when system error 183 occurred. Customer checked the neck of the bowl and found it was moving freely, so she reset the alarm. When the instrument transitioned from cycle 1 to cycle 2, customer heard vibration from the centrifuge. Customer continued with the treatment. Customer called back to report a blood leak occurred during 4th cycle. Customer checked the bowl and found plasma sprayed on the walls of the centrifuge. Customer aborted the treatment procedure and did not return any blood or prod. Service order number (B)(4) has been created to inspect the instrument. The customer returned the kit for investigation.

Manufacturer narrative:
A review of lot file z762 was performed. There were no nonconformances reported for this lot. This lot met all release requirements. A review of complaints received for lot z762 was performed. There was one additional complaint reported for a centrifuge bowl leak to date for this lot. No trends detected. Service order (B)(4): field engineer cleaned chamber, inspected leak detection strip, and system checkouts ok. Instrument has been verified to operate as expected. This assessment is based on the information available at the time of the investigation. The kit was received and evaluated. No manufacturing defect could be found in this bowl that would have caused the seal leak. No root cause for the issue could be definitively determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA number (B)(4).